Manufacturer narrative:
D4: the primary di# has been used as the lot information is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the hub of the needle separated from luer lock when they started to administer toradol injection to the patient. All the medication was wasted. There was patient involvement and no reported patient harm.